Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-10-29 h6: investigation summary it was reported the needle was clogged. To aid in the investigation, one sample with the plastic shield, but no packaging blister was received for evaluation by our quality team. A visual inspection was performed and no defects or imperfection were observed. The sample was then connected to a syringe with saline solution. It was not possible to expel the solution; the needle is clogged. A device history record review was completed for provided material number 305109, lot number 0363902. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed, but a probable root cause could not be determined.

Event description:
It was reported that bd needle 27x1/2 rb was clogged. The following information was provided by the initial reporter: needle clogged. Verbatim: consumer reported no medication flow/clogged needle during use. Consumer stated she drew medication into syringe using fill needle then switched to bd precision glide and was unable to dispense medication. Consumer stated after failed attempt to dispense medication she switched to a new needle and was able to successfully deliver medication.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd needle 27x1/2 rb was clogged. The following information was provided by the initial reporter: needle clogged. Verbatim: consumer reported no medication flow/clogged needle during use. Consumer stated she drew medication into syringe using fill needle then switched to bd precision glide and was unable to dispense medication. Consumer stated after failed attempt to dispense medication she switched to a new needle and was able to successfully deliver medication.